Event description:
It was reported that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic tip of the sheath fell off into the patient's bladder. It was retrieved using a grasper. This caused a surgical prolongation of less than 30 minutes. The procedure was completed using a backup device. There were no further reports of patient harm.